Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient's hearing performance decreased. There are variations of impedances since (B)(6) 2009. The patient is currently not using her audio processor. The external parts were checked. Testing in situ shows 10 electrodes in status hi. There is no accident or trauma known.